Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker was giving incorrect current measurements. Device was being monitored for eri signs. Patient was stable prior and after the interrogation.